Event description:
The customer reported to olympus, there was no image at light source. The customer noted that the issue occurred with all 190 scopes at location and that all 190 scopes operated properly on a second cart. It was determined that the no image issue was caused by the sdi (serial digital interface) video cable and the customer was ordering sdi video cable. The device is not expected to be returned. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The issue was resolved through troubleshooting. Recommended contact to disturb serial digital interface video cable from processor to monitor and scope image appeared. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon no image was caused by the serial digital interface video cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.